Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. The thermistor readings were found to be within specification. A review of the event history log revealed multiple 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the issue was not identified. The ultrasonic sensor will be replaced per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.